Event description:
It was reported that, ¿the pt had a triathlon cementless right knee implanted approximately 11 weeks ago. He is in tremendous, extreme pain and his range of motion is poor. He is desperate to find out what is wrong. The doctor is not being of any assistance providing indications as to how long the pain should last and if this pain is normal, but keeps telling him to wait another 6 weeks. The pt would like to know what the milestones are for recovery from this surgery and if implantation of a cementless device could be why this knee is painful when the cemented one was not, as well as any signs that is was not implanted correctly. This pt had his left knee replaced with a cemented knee and has had no issue with it. This pt does not want stryker contacting his surgeon.¿

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.